Event description:
It was reported that the patient's catheter pulled out of the spine. No patient symptoms, treatment, or outcome was reported. The patient's pump contained baclofen. Additional information has been requested from the hcp, but was not available as of the date of this report.